Event description:
It was reported that prior to use foreign matter was discover on tip of needle with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: there was foreign matter at the end of the needle.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1902196 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incidents. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were inspected and no defects were observed. There are several detection systems in place to identify missing or extra needles and if a defect is detected, the manufacturing machine stops automatically for the operator to solve the issue. The detection system is tested every eight hours. It is possible that the needle shield became lost during the packaging process as the shield could have been loosely assembled. It is possible that these issues went undetected by our automated detection systems or that there was operator error in resolving the detected issues. Within the manufacturing facility, air is continuously filtered to reduce the occurrence of foreign matter. Our quality team will continue to monitor the production process for signs of these potential defects and any emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discover on tip of needle with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: there was foreign matter at the end of the needle.